Event description:
It was reported that the insulin pump alarmed button error. Customer stated that they are unable to press anything as the buttons are frozen. Customer also stated that the insulin pump may possibly be exposed to moisture from sweat. Customer's blood glucose reading at the time of the call was 174 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm and unresponsive buttons due to corroded keypad traces. The device was received with cracked battery tube threads, reservoir tube, broken reservoir tube lip, belt clip slot, minor scratched display window, and cracked display window corners.